Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. 919035) for female sterilisation. The patient had a medical history of papanicolaou smear normal, ultrasound pelvis normal, obesity, past tobacco smoking, abnormal uterine bleeding, surgery (hysteroscopy, d&c, thermachoice endometrial ablation (B)(6) 2014. Laparoscopy (B)(6) 2011 right ovarian cystectomy. Shunt repair (B)(6) 2013. Tubal ligation (B)(6) 2012 essure. V-p shunt for hydrocephalus (B)(6) 2008. Wisdom teeth), pseudotumor, ovarian cyst, pelvic pain female, menometrorrhagia and vomiting. The patient had a family history of diabetes, breast cancer and ovarian cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1245 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.555 kg/sqm. [Hysterosalpingogram] on (B)(6) -2012: hysterosalpingogram. Indication: post e-sure evaluation. Findings: hysterosalpingography was performed. No filling. Defects are identified within the uterine cavity. Fallopian tube. Occlusive devices are seen. There is no spillage of contrast into the peritoneal cavity. A shunt catheter is looped within the pelvis, another catheter fragment settles dependently within the pelvis. Impression: successful fallopian tube occlusion. [Pathology test] on (B)(6) 2015: surgical pathology final report. Final diagnosis: uterus, cervix, bilateral fallopian tubes. Cervix : chronic cervicitis. Endometrium : secretory phase pattern. Myometrium: leiomyomata. Uterine serosa : focal current endometriosis consisting of endometrial type gland and associated stroma. Fallopian tubes. Segmental intraluminal organizing blood coagulation and inflamed granulation tissue, right fallopian tube, with associated intramural perivascular lymphocytic inflammation unremarkable left fallopian tube. Specimens: uterus, cervix, bilateral fallopian tubes gross description: in the right and left cornu are metallic wires coursing into the fallopian tubes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. 919035) for permanent contraceptive tubal implant. The patient had a medical history of papanicolaou smear normal, ultrasound pelvis normal, obesity, past tobacco smoking, abnormal uterine bleeding, surgery (hysteroscopy, d&c, thermachoice endometrial ablation (B)(6) 2014 laparoscopy (B)(6) 2011 right ovarian cystectomy. Shunt repair (B)(6) 2013. Tubal ligation (B)(6) 2012 essure. V-p shunt for hydrocephalus (B)(6) 2008. Wisdom teeth), pseudotumor, ovarian cyst, pelvic pain female, menometrorrhagia and vomiting. The patient had a family history of diabetes, breast cancer female and ovarian cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1245 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy and cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.555 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: hysterosalpingogram. Indication: post e-sure evaluation. Findings: hysterosalpingography was performed. No filling defects are identified within the uterine cavity. Fallopian tube occlusive devices are seen. There is no spillage of contrast into the peritoneal cavity. A shunt catheter is looped within the pelvis, another catheter fragment settles dependently within the pelvis. Impression: successful fallopian tube occlusion. [Pathology test] on (B)(6) 2015: surgical pathology final report final diagnosis uterus, cervix, bilateral fallopian tubes cervix : chronic cervicitis endometrium : secretory phase pattern myometrium: leiomyomata uterine serosa : focal current endometriosis consisting of endometrial type gland and associated stroma. Fallopian tubes segmental intraluminal organizing blood coagulation and inflamed granulation tissue, right fallopian tube, with associated intramural perivascular lymphocytic inflammation unremarkable left fallopian tube. Specimens: uterus, cervix, bilateral fallopian tubes gross description: in the right and left cornu are metallic wires coursing into the fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.